Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited noise oversensing when performing provocative maneuvers. Boston scientific technical services (ts) reviewed data from the implanted device and explained that some episodes show that the device oversensed non-physiological signals marked as cardiac activity, and since the duration was met, anti-tachycardia pacing (atp) therapy was delivered. Additionally, intermittent loss of ventricular capture was observed during those episodes. In-clinic troubleshooting was performed, and impedance values were found to be in range, the threshold measurements were stable and the noise oversensing was confirmed to be present. X-ray imaging was performed, and possible insulation damage at the pocket level is suspected. Ts indicated that the situation points towards a potential rv lead integrity concern. The patient refused hospitalization due to personal unavailability, but the physician informed that they will be hospitalized in the next days to analyze the clinical situation. The lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited noise oversensing when performing provocative maneuvers. Boston scientific technical services (ts) reviewed data from the implanted device and explained that some episodes show that the device oversensed non-physiological signals marked as cardiac activity, and since the duration was met, anti-tachycardia pacing (atp) therapy was delivered. Additionally, intermittent loss of ventricular capture was observed during those episodes. In-clinic troubleshooting was performed, and impedance values were found to be in range, the threshold measurements were stable and the noise oversensing was confirmed to be present. X-ray imaging was performed, and possible insulation damage at the pocket level is suspected. Ts indicated that the situation points towards a potential rv lead integrity concern. The patient refused hospitalization due to personal unavailability, but the physician informed that they will be hospitalized in the next days to analyze the clinical situation. The lead remains in service and no adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this lead was explanted and replaced. The entire system was explanted per physician decision, based on the patient needs. No additional adverse patient effects were reported. The lead was discarded, so it is not available for analysis.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited noise oversensing when performing provocative maneuvers. Boston scientific technical services (ts) reviewed data from the implanted device and explained that some episodes show that the device oversensed non-physiological signals marked as cardiac activity, and since the duration was met, anti-tachycardia pacing (atp) therapy was delivered. Additionally, intermittent loss of ventricular capture was observed during those episodes. In-clinic troubleshooting was performed, and impedance values were found to be in range, the threshold measurements were stable and the noise oversensing was confirmed to be present. X-ray imaging was performed, and possible insulation damage at the pocket level is suspected. Ts indicated that the situation points towards a potential rv lead integrity concern. The patient refused hospitalization due to personal unavailability, but the physician informed that they will be hospitalized in the next days to analyze the clinical situation. The lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited noise oversensing when performing provocative maneuvers. Boston scientific technical services (ts) reviewed data from the implanted device and explained that some episodes show that the device oversensed non-physiological signals marked as cardiac activity, and since the duration was met, anti-tachycardia pacing (atp) therapy was delivered. Additionally, intermittent loss of ventricular capture was observed during those episodes. In-clinic troubleshooting was performed, and impedance values were found to be in range, the threshold measurements were stable and the noise oversensing was confirmed to be present. X-ray imaging was performed, and possible insulation damage at the pocket level is suspected. Ts indicated that the situation points towards a potential rv lead integrity concern. The patient refused hospitalization due to personal unavailability, but the physician informed that they will be hospitalized in the next days to analyze the clinical situation. The lead remains in service and no adverse patient effects have been reported.